Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken proximal clevis at the ears the clevis. The broken pieces were not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument shaft near the working end detached from the pch instrument. The procedure was completed with no reported injury.